Event description:
A customer obtained a non-reproducible, higher than expected vitros tsh quality control result (qc fluid c-e12 = 0.120 vs. Expected result = 0.050 miu/l ) while using the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained a higher than expected, vitros tsh quality control result while using the vitros eci system. Root cause for the higher than expected result could not be determined, however an instrument related issue or a reagent related issue cannot be ruled out as contributing factors.